Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged their ipg and recommended. In turn, their external devices are no longer able to communicate with their ipg due to it becoming inoperable over time. As a result, the patient may undergo surgical intervention on a later date.